Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead was unable to capture. A chest x-ray found the lead had dislodged. The lead was successfully revised and remained it use. Approximately one month later it was further reported that the implantable cardioverter defibrillator (ICD) pocket had opened on left lateral aspect. The physician reported drainage. The device and lead were explanted due to suspected infection and erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.